Event description:
The caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using cold, novolog insulin and was skipping the air removal step when filling the cartridge. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days and educated customer to perform the air removal step when filling the cartridge. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin therapy.